Event description:
Note: this report pertains to the first of two events that occurred during the same procedure. Refer to associated manufacturer report# 3005099803-2009-00736 for a description of the other event. It was reported to boston scientific corporation in 2009 that a resolution clip device was used during a colonoscopy procedure (male pt; weight unk). According to the complainant, during the procedure, the tip of both devices broke off and fell into the pt. The tips were retrieved (method of retrieval unk). The procedure was completed with another resolution clip device. There were no pt complications reported as a result of this event.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.